Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to superior vena cava (svc) syndrome (the svc was totally occluded). The plan was that the patient's vessel was to be ballooned and stented after lead removal. A spectranetics lead locking device (lld) was inserted into the ra lead to provide traction. Using a spectranetics 16f glidelight laser sheath, the physician attempted extraction of the ra lead. While the glidelight device passed through the svc and entered the ra, the patient's blood pressure dropped. Rescue efforts began immediately, including bypass and sternotomy. An svc/innominate perforation was discovered. Repair to the perforation was successful, and both leads were removed post sternotomy. The patient survived the procedure. The svc was not ballooned and stented, given the injury, and it is unk if the surgery team was able to resolve the svc syndrome while repairing the injury. This report captures the glidelight device in use when the svc/innominate perforation occurred. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
The device was discarded, thus no investigation could be performed.